Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine follow-up, the patient was in what appeared to be slow flutter and their device was not appropriately mode switching. Patient has chronic af. Programming changes were made. Upon programming change, patient's device instantly began mode switching appropriately. Patient did not notice or have any adverse symptoms. Patient had no consequences.